Event description:
It was reported that post implant realize band, the port was defective and the port was flipped. The band was unable to be filled. The port was replaced. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The injection port was returned for evaluation. Needle marks were noted on the back of the port. This is an indication that the port most likely flipped adn the needle marks were made when attempting to access the port for band adjustment. A potential root cause of the reported events is that the port may not have been properly secured to the fascia resulting in the port movement. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. Therefore it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: date of implant: 2010. Number of fills/adjustment? Asku. Approximate volume in band? Asku. Who performed the adjustments? Dr. (B)(6). How did the patient present? Unable to fill the port. Any tests performed to diagnose the issue? Fluoroscopy is performed during port fills. How was the issue addressed? Port was replaced. What is the current status of the patient? Patient is fine, it is unknown if the patient has lost any weight.